Event description:
Patient on mechanical ventilation, unable to pass suction cath. Decreased ventilation. Patient required bronchoscopy revealing near total occlusion of ett with thick dried secretions. Ett and upper airways were cleared with bronchoscopy as well as possible then patient was reintubated over a bouge by (B) (6) fellow without incident. Ventilation and airway patency was returned to normal. Upon further investigation as to the cause for the incident,the heater wire is a consumable item. It is reprocessed between patients. Two sensors are connected into the patient circuit (near the chamber and at the patient wye) that monitor temperature, flow, rh and feed the information back to the humidifier. Over time this temperature cable wears and is one of the items the rt would change if they notice problems in temperature or if the humidifier alarms indicating that the temperature probe was the problem.

Event description:
Patient on mechanical ventilation, unable to pass suction cath. Decreased ventilation. Patient required bronchoscopy revealing near total occlusion of ett with thick dried secretions. Ett and upper airways were cleared with bronchoscopy as well as possible then patient was reintubated over a bouge by scc fellow without incident. Ventilation and airway patency was returned to normal. Upon further investigation as to the cause for the incident,the heater wire is a consumable item. It is reprocessed between patients. Two sensors are connected into the patient circuit (near the chamber and at the patient wye) that monitor temperature, flow, rh and feed the information back to the humidifier. Over time this temperature cable wears and is one of the items the rt would change if they notice problems in temperature or if the humidifier alarms indicating that the temperature probe was the problem.